Manufacturer narrative:
The main component of the system and other applicable components are:product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011-02-14, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient had a catheter and delivery failure. It was noted the patient had no pain relief and a surgical revision was performed, on (B)(6) 2017, due to the catheter not delivering medication. During the surgical revision it was mentioned the pump and catheter were replaced.